Event description:
A (B)(6) female patient contacted zoll customer support to report constant adjust belt and check te pad messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages and arrhythmia alarms) has been confirmed. As received, the belt failed incoming testing. Upon evaluation, there was an open brown(-5v) wire in the trunk cable connector. The cause of the test failure, adjust belt messages and the arrhythmia alarms was the open wire. The root cause of the open wire cannot be positively identified but is likely excessive force placed on the cable at the connector. No adverse event resulted from the damaged cable and wires. The patient received a replacement electrode belt.